Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjustments were made to the image intensifier and collimator. Optimized all settings. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ produced poor image quality and that in magnification mode the images were out of calibration. There was no adverse patient involvement reported. There was no patient information reported.